Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power supplies, power cable and vision system power distribution (vspd) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vspd was analyzed and visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. A cauterization test was performed using the e200, where the power delivery functioned as expected. The unit was left to idle for two hours, and power cycled five times with no issues. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer experienced issue with start up after generator test by hospital. The procedure was completed with no reported injury.